Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin sometimes. Customer stated that the insulin pump was slower at rewind and often has insulin blockage alerts. Customer stated that battery last less than 7 days and the low reservoir alert did not go off when out of insulin. No harm requiring medical intervention was reported. The insulin pump will be not returned for the analysis.